Manufacturer narrative:
A product sample was received for evaluation. The reported problem is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seal was removed/broken on the bottom case and plunger assembly. Physically the device was chipped out on the lower left front corner of the top case and the right plunger case and bottom case were cracked. Error history log (ehl) could not be reviewed due to blank screen and line across that was found at power up. Check clutch error was found during occlusion test. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be customer damage, user error and normal wear. The customer damaged the top and bottom cases by impacting the device. The customer powered down the pump while the pump was performing a software upload from base to head. The customer did not perform required preventative maintenance activities annually. Actions/repairs were completed to correct the reported problem. The top case, bottom case and right plunger case were replaced. Upload was performed from base to head. The leadscrew and clutch halves were replaced. Preventative maintenance and all functional testing was performed.

Event description:
It was reported that the front case and bottom case had wear and tear, the plunger lever was showing issues and the lcd display has a line across it. No patient injury was reported.